Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: stuck on the on position and then started steaming/smoking the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Based on conditions reported and investigated for a probe with similar events of continuous activation the probable root cause could be an internal short (possibly due to saline ingress), other possibilities could be a shorted or defective probe output, defective pcb, nonconforming handpiece cable, probe button stuck. A footswitch also can used to activate the rf probe, therefore, use of the footswitch can also be considered a possible root cause.

Event description:
It was reported the device had continuous activation as unintended energy may potentially be delivered to the surgical site. Smoking is indicative of continuous activation when the probe is removed from the joint and does not present any additional risk.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device had continuous activation as unintended energy may potentially be delivered to the surgical site. Smoking is indicative of continuous activation when the probe is removed from the joint and does not present any additional risk.